Event description:
The account stated when they move the brake pedal to the brake position, the brakes will not hold. They inspected the casters on the bed and found that the problem was caused by broken internal parts on the brake/steer caster and broken parts on one of the brake casters.

Manufacturer narrative:
Replacement casters were sent to the account to repair the bed.